Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 460 mg/dl at the time of incident. Customer stated that the blood glucose was at 200 mg/dl morning, it was her time to change set so she changed everything around 10 am and around noon her blood glucose was still 214 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated that they did not alleging insulin pump was under delivering. Customer states the cannula was bent. The insulin pump will not be returned for analysis.